Manufacturer narrative:
Eua #(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. The initial test was performed via veritor and the result was negative. Approximately 2 hours later for training purposes, the customer repeated the test using the same specimen cartridge and the result was positive. Per the IFU, the test results should be read immediately after the 15 minute incubation period and cartridges are single use and should not be re-run. There was no report of patient impact. (B)(4).

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. The initial test was performed via veritor and the result was negative. Approximately 2 hours later for training purposes, the customer repeated the test using the same specimen cartridge and the result was positive. Per the IFU, the test results should be read immediately after the 15 minute incubation period and cartridges are single use and should not be re-run. There was no report of patient impact. (B)(4).

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results for customer complaints alleging false negative results when using the kit bd veritor for rapid detection of sars-cov-2 (ref# (B)(4)). Bd has received several customer complaints for false negative results, when using bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false negative complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false negative results that you observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. There is no corrective action taken at this time. H3 other text : see h10.